Event description:
It was reported that patient underwent total hip arthroplasty procedure on (B)(6) 2009. Subsequently, the patient reports pain, balance issues, high levels of cobalt and titanium in her blood, a MRI scan showing abnormal amount of fluid outside the joint, and deterioration around the socket. Patient reports need for a revision surgery. Biomet received this information through a maude event report reference number (B)(4). This report is based upon allegations set forth in patient's complaint and the allegations contained therein are currently unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the new maude event report (B)(4) which was received at biomet on (B)(6), 2012. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-00163-1).

Manufacturer narrative:
Biomet received this information of the event through a maude event report reference number (B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR two of two (1825034-2012-00163 and 1825034-2012-00164) for this event.

Manufacturer narrative:
This complaint was duplicated in error. New information was received and reported on medwatch numbers 1825034-2013-00506, 00506-1, 01611/1613. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-0163-2 / 00164-2).